Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. Prior to starting the procedure, a small effusion was noted on the transesophageal echocardiography (tee). As the physician removed the watchman sheath from the patient's body the effusion was assessed and found to be slightly larger than the start, as the physician was right sided in the heart after attempting to close the appendage. The 20mm closure device was attempted to be implanted, but the patient's appendage was not suitable for the closure device, so the patient did not receive a closure device. The patient was given protamine and was sent to post-anesthesia care unit (pacu) after the groin closure. A follow-up surface echo was performed prior to discharge and effusion was back to baseline. Patient was stable during procedure. The patient was discharged home and is fully recovered. The device is not expected to be returned for analysis (disposed). There was no tsp difficulty noted, no malfunction or contribution from versacross. The patient was not under warfarin nor antiplatelet drugs at the time of the event.